Manufacturer narrative:
Concomitant medical products: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter. (B)(4).

Event description:
It was reported that the pump was surgically moved from the buttock area to the abdomen, due to pain in the buttock implant site. There were no issues with the device. The patient indicated she "loves her pump" and the relief it was providing. The pump was infusing dilaudid and bupivacaine.